Event description:
It was reported that the patient underwent a surgery for extension of a previous construct at c2-t8. It was reported that when the surgeon was removing the connector from the construct the connector slid off due to loosening. The connector was filled with soft tissue. No patient complications were reported.

Manufacturer narrative:
Additional info: no damage identified to set screw thread crest or flanks. Microscopically examined domino set screw interface surface. Set screw deformation depth found to be consistent with fully tightened bench comparison sample domino set screws. Axial witness marks on both rod interface surface suggest rod movement consistent with rod slippage. Additionally, only one side of the set screw appears to have been deformed, suggesting partial engagement with the rod. The above observations are consistent with incomplete engagement of the rod into the domino connector.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.